Event description:
It was reported that the pump shutdown while charging. The pump was plugged in to a power source once more resolving the issue. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.